Event description:
The pt developed an ulcer on the posterior gastric wall opposite the tip of the gastrostomy tube. The ulcer was seen by an endoscopic examination of the stomach. The tube was removed and replaced by a different type of tube. Ballard medical products has no first-hand knowledge of the allegations but is relaying info rec'd from outside sources pursuant to federal regulations.